Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the internal guide wire ring of a 5f exoseal vascular closure device (vcd) separated from the integrated handle assembly after pressing the deployment button and withdrawing the device. The deployment button required strong pressure to activate. Manual compression for 4 minutes failed to achieve hemostasis, requiring prolonged manual compression for an additional 25 minutes to complete hemostasis. There was no reported patient injury. The device was used after a carotid angiography procedure was performed. A 5f non-cordis sheath was used. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician was certified in the use of the exoseal vcd, and the device showed no visible damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle and a vessel diameter of at least 5 mm. There were no signs of calcium, tortuosity, stent presence, or significant stenosis at or near the puncture site. The site had not been closed previously within 30 days, nor was there evidence of hematoma, fistula, or pseudoaneurysm. No resistance was experienced during retraction, and no excessive force was applied during use. There were no issues during cowling depression or with the indicator window. Blood flow decreased when the device and the sheath were retracted and the indicator "band" turned black. The plug deployment button was pressed and released. The device will be returned for analysis, however, without the indicator wire.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the internal guide wire ring of a 5f exoseal vascular closure device (vcd) separated from the integrated handle assembly after pressing the deployment button and withdrawing the device. The deployment button required strong pressure to activate. Manual compression for 4 minutes failed to achieve hemostasis, requiring prolonged manual compression for an additional 25 minutes to complete hemostasis. There was no reported patient injury. The device was used after a carotid angiography procedure was performed. A 5f non-cordis sheath was used. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician was certified in the use of the exoseal vcd, and the device showed no visible damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle and a vessel diameter of at least 5 mm. There were no signs of calcium, tortuosity, stent presence, or significant stenosis at or near the puncture site. The site had not been closed previously within 30 days, nor was there evidence of hematoma, fistula, or pseudoaneurysm. No resistance was experienced during retraction, and no excessive force was applied during use. There were no issues during cowling depression or with the indicator window. Blood flow decreased when the device and the sheath were retracted and the indicator "band" turned black. The plug deployment button was pressed and released. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was not received for evaluation. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation could not be performed because the device was received fully deployed, the plug was not received for evaluation, and the deployment lever was received fully depressed. As part of the evaluation, the handle was opened to assess the internal components, and it was confirmed that the indicator wire was not received for evaluation, consistent with the observations noted during the visual analysis. A high-magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, the lock plate area was examined and identified as the region that houses the indicator tube, which serves as the pathway for the indicator wire. Residual dried blood was observed within portions of the internal mechanism, consistent with the used condition of the device. In addition, the rotary link was evaluated under high magnification, and no damage or abnormal conditions were observed. However, consistent with the visual and functional analyses, the indicator wire was not received for evaluation. Fourier transform infrared (ft-ir) spectroscopy was performed on the lock plate, specifically at the indicator tube region, of the 5f exoseal vascular closure device to assess the presence of adhesive material. The analysis confirmed that this region exhibited infrared absorption features, including carbonyl stretching bands, consistent with the reference adhesive spectrum. These results indicate that the presence of adhesive material was localized to this specific area of the device. The reported event of ¿deployment lever (button) actuation difficulty¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed with no issues noted to the rotary link in the internal mechanism. The reported event of ¿indicator wire separated¿ was observed through analysis of the returned device as the device was received fully deployed with no indicator wire returned for evaluation. However, the exact cause of the indicator wire (iw) separation experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported indicator wire separation, especially since the indicator wire was not returned for analysis. However, an ft-ir analysis was conducted and confirmed that there was adhesive material found within the internal components which is used to secure the indicator wire in position. Additionally, manufacturing controls are in place to monitor these characteristics within several work instructions. The work instructions define a 100% verification of indicator window movement by pulling the indicator wire, as well as the controlled application of adhesive to the lockout plate and indicator tube during assembly. Because the iw-iw end assembly is part of the vcd mechanism required to deploy the plug, (which was reported by the customer), and because this mechanism is functionally tested during manufacturing to verify proper plug deployment, any failure would have been identified and rejected during the 100% verification testing. Therefore, procedural or handling factors are the most likely contributors to the reported issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ furthermore, the IFU instructs, ¿to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ the precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Neither the product analysis, nor the information available for review, suggest that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.